Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed scope communication error (b31) during reprocessing. There were no reports of patient involvement.

Event description:
No additional info from complainant.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was caused by damage to the image sensor unit, however, a definitive root cause could not be established. It is likely the following led to the malfunction: usage stress, external factors, or handling, or a malfunction of the electrical board components (ic chip, capacitor, etc.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.